Manufacturer narrative:
Findings: insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, shifted end cap sticker and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) they had a low blood glucose of 20 mg/dl. They were found by their husband and was transported to the emergency room by the paramedics. They had been wearing the insulin pump at the time of hospitalization. The customer was in a hypoglycemia comatose state. Their blood glucose went up to 40 mg/dl. Their sensor did not alarm them of their low blood glucose. The customer stated that the infusion set they were using was part of the recall. It was noted that the customer was experiencing low blood glucose periodically. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. The insulin pump will be replaced and returned for analysis.